Manufacturer narrative:
(B)(4). During investigation by baxter this event was determined to be caused by use error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. Labeling review finds the labeling adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 / 2367 (air in line) alarm on the homechoice (hc) machine during the initial drain. The home patient (hp) pressed go before connecting himself. The technical service representative (tsr) explained that the hp will need to start over with new supplies and to call the nurse in the next 24 hours and notify her of the alarm. Product surveillance contacted the patient on (B)(6) 2011. The hp stated that he had pressed go and then connected. The hp verified that there were no loose connections, disconnections or defects in the supplies. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided. There was no patient injury or medical intervention associated with this event.